Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that blank screen happened after battery was changed. Battery was changed multiple times, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 8/29/2013 with the following findings: the display screen was clear and legible when the pump was powered on. The original complaint could not be confirmed or duplicated on investigation.